Event description:
It was reported that the merlin programmer exhibited diagnostics anomaly. No intervention was performed. No further information was available.

Event description:
New information on (B)(6)2017 stated that the merlin programmer exhibited diagnostics anomaly again. The clinician was familiar with the programmer diagnostics issue. No intervention was performed.